Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A physician reported a torn flap. Laser energy was adjusted to optimize flap. A 0.5mm bed/side/canal cut was set up. During the surgery, a vertical gas break through occurred near the hinge in a patient's left eye. This break through was not noticed until the physician attempted to lift the flap. The physician proceeded with the surgery with a torn flap.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The reported treatment could be identified in the logfile. The logfile showed the user performed surgery with recommend energy setting. No relevant deviation between planned and performed energy was detectable for these treatments. No technical root cause could be identified. The system was working within specification. Clinical applications specialist (cas) review confirmed a vertical gas breakthrough (vgb) had occurred. According to the treatment report, the desired flap thickness was 110¿m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. Also, the length of the canal was too short and it was not venting the gas out. No technical root cause was identified as the system was operating within specifications. The root cause was a shorter canal setting, thinner flap setting and the combination of thin flap and water/lacrimation caused the flap to become more thinner. The manufacturer internal reference number is: (B)(4).